Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Reportedly, the customer simply cleared the alarms and resumed insulin delivery. Customer's blood glucose level ranged from 150-200 mg/dl.